Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer's insulin pump alarmed check settings. The customer's blood glucose was 533mg/dl, treated with bolus. The alarm did not occur during the first rewind. Checked alarm history and found two alarms. Advised customer to discontinue the use of the insulin pump and revert to back up plan.